Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for an anastomotic biliary restenosis, which occurred following an hepatic transplantation. The stenosis was noted to be very restricted but was not dilated prior to stent placement. During the procedure, the stent was not able to be fully deployed within the patient. The stent was deployed approximately halfway and was unable to be reconstrained. The partially deployed stent was removed from the patient without issues. No portion of the delivery system detached inside of the patient and no issues were experienced withdrawing the stent system from the patient. The procedure was completed with another wallflex biliary rx covered stent system. There were no patient complications as a result of this event. The patient was reported to be fine following the procedure.

Manufacturer narrative:
Initial examination of the returned device noted that the deployment handle was fully retracted and the stent was fully constrained. The outer sheath was broken at approximately 300mm distal to the deployment handle. The outer sheath was kinked at 6mm proximal to its distal end and again at the guidewire access port. The inner shaft was also broken at 227mm distal to the distal end of the stainless steel shaft. During a functional evaluation, it was not possible to retract the outer sheath by hand. The device was dissected at approximately 330mm proximal to the distal end and the stent was deployed distally. An examination of the deployed stent noted no anomalies. An examination of the inner shaft noted that it was severely kinked at approximately 250mm proximal to the distal tip. The condition of the returned device was not consistent with the complaint incident that the stent was partially deployed. However, a broken outer sheath and inner shaft were noted. Therefore, this will remain a reportable event. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2012. According to the complainant, the indication for the stent placement was treatment for an anastomotic biliary restenosis, which occurred following an hepatic transplantation. The stenosis was noted to be very restricted but was not dilated prior to stent placement. During the procedure, the stent was not able to be fully deployed within the patient. The stent was deployed approximately halfway and was unable to be reconstrained. The partially deployed stent was removed from the patient without issues. No portion of the delivery system detached inside of the patient and no issues were experienced withdrawing the stent system from the patient. The procedure was completed with another wallflex biliary rx covered stent system. There were no patient complications as a result of this event. The patient was reported to be fine following the procedure.